Event description:
Customer reported the system displayed a temp error code during a case. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and cleaned and regreased the high voltage connectors and cleaned the x-ray tube connectors. System operates as intended.